Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received the monitor was unable to power on. Upon investigation, the leads of high voltage capacitor c19 were lifted from the defibrillator pca. The damaged capacitor caused high voltage to travel to low voltage circuitry damaging power supplies and multiple components on the computer/analog pca. There was evidence of physical abuse to the monitor. The root cause for the damaged capacitor was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
While evaluating monitor sn (B)(4) for an unrelated issue, a reportable problem was found. The monitor was unable to power on.